Event description:
Upon attempted removal of appendix through a 5mm trocar port utilizing a 5mm bag, the depolyed bag ripped, releasing the appendix back into the abdomen. The ripped bag and its pieces were removed from the abdomen confirmed through laparoscopic inspection. A new bag was opened and used, and per surgeon, added additional intra-operative case time.